Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified no similar complaints for the shell. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on jul 14, 2015 with no complications noted. The patient reported multiple dislocations, as well as elevated metal ions and pain. A revision occurred on dec 1, 2021, where metallosis was identified within the joint. Bone loss noted posteriorly to the cup. All components were explanted except the stem, with new zb products placed. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 6 years and 4 months post implantation, the patient underwent a revision procedure due to pain, instability with recurrent dislocations, and elevated cobalt and chromium levels. During the revision, dark blackish fluid from the joint was sent for culture, extensive metallosis was debrided from the trunnion, femoral head and acetabular tissue and bone loss was noted in the posterior acetabular wall. The acetabular component noted to be somewhat retroverted. The femoral stem was left intact, and all other components were revised without complication. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00630506036 liner standard 3.5 mm offset 36 mm i.d. For use with 60 mm o.d. Shell lot number 62827778. 00784301306 femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length lot number 62928933. 00801803603 femoral head sterile product do not resterilize 12/14 taper lot number 63079301. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.